Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The defective sample is not available; the root cause is not determined. The supplier conducted a batch review and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer reported to baxter (B)(4) that there was a blood leak in the tubing during patient use. The blood lost was approximately 200ml. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.